Event description:
It was reported that during a peripheral angioplasty procedure, a guidewire tip separation occurred. The target lesion was located in the severely calcified superficial femoral artery (sfa). The physician had difficulty removing a 300 cm journey guidewire and pushing a non-bsc support catheter forward. The devices went subintimal for an unknown distance. Upon attempting to do both the retrieving and pushing the catheter forward, the radiopaque tip of the guidewire broke. They attempted to retrieve the separated portion of the device, but failed. Then the physician did a balloon angioplasty with an unknown balloon to complete the procedure and left the tip of the guidewire inside the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).